Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not getting delivered insulin on the fourth day of using the infusion set. Reportedly, the customer uses humalog insulin and changed the cartridge and site on (B)(6) before running into the issue on (B)(6). Customer reported an elevated blood glucose level of 300 (mg/dl) and changed the site and delivered a correction bolus to stabilize bg level.